Event description:
It was reported that when two extensions were being tunneled, the plastic top of the tunneling tool holding the extensions broke, which damaged the extensions. A new tunneling tool from a different manufacturer was used to tunnel new extensions. It was noted that there were no patient symptoms or injuries related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received clarified that it was the carrier component of the tunneling tool system (part of the extension kit) that broke.